Event description:
The pump was explanted and returned to the manufacturer for analysis due to battery failure after an implant duration of less than 50 months.

Event description:
The hcp reports the patient never had adequate relief of pain. Several adjustments of the medication concentration and dosing and also a change of medication was tried without success. The patient was determined to have failed the therapy. At the last patient visit, the staples were removed and the wound was healing well.